Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a report of a cryocyte bag breakage. Although no negative clinical consequences have been reported, in all cases of bag breakages, there is a potential for loss of cells, delay or loss of engraftment, placing the patient at greater risk. As such, a breakage, if it were to reoccur, could contribute or cause a serious event. (B)(4). Investigation of this case is on-going and a supplemental report will be sent upon its completion.

Event description:
Customer called in stating they have a cryocyte bag with a slit in the tubing. Customer stated they didn't notice slit until they were hooking it up to the machine. Additional information received from the customer on (B)(4) 2010: only 15ml of product was lost.